Manufacturer narrative:
The first pullback was incomplete when the pim jaws opened after 60 mm, producing repeated frames and red frames from stretch and rotational instability. Three subsequent pullbacks with the same catheter were successful. Returned-unit testing showed no defects. The complaint is confirmed and friction-related root cause was investigated under CAPA c23-009.

Event description:
¿Case 7¿. Lad-pre. In the first 100 mm pullback the most proximal ~40 mm were missed due to friction issues (pim jaws let go and red frames appeared due to rotational instability and stretch). Did shockwave and nc ballooning on a mid-lad calcified pullback. Using the same catheter, the operator did a pullback post-, good quality. Placed a 23 mm stent. Did a third pullback which worked fine, but a few distal frames at the beginning of the pullback (9 consecutive frames) were labelled as ¿red frames¿ with measurements disabled (significant rotational instability is visible). Did a last diagnostic pullback in the lcx, worked fine.